Event description:
It was reported that the patient experienced ipg site pain, dr. (B)(6) moved patient's ipg pocket from the right flank to the left flank on 1(B)(6) 2023. Revision was made due to pocket site pain for the past 4 months. No issues during revision and therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.